Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the product was damaged and incomplete, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the lens additional analysis is not possible. The customer's reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter was explanted due to patient experiencing blurry vision. An incision enlargement and a vitrectomy were performed, a suture was not required. There was no patient injury reported.